Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # (B)(4) g7 ball hex drvr for insr hndl/ lot # 062100 item # (B)(4)/ g7 osseoti 4 hole shell 58mm/ lot # unknown item # (B)(4)/ g7 str insrtr threaded shaft/ lot # 072082 multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2022 -00195 0001825034 -2022 -00197 0001825034 -2022 -00200

Event description:
Hold for jnit was reported that during a hip procedure the cup insertion handle could not be loosened from cup. Tommy bar was used with g7 ball tip screw driver to try to release cup. G7 ball driver broke at tip and insertion handle was still attached to cup in patient. Whole construct was removed. No adverse events were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned shell inserter found scuffing, scratching and discoloration on the tip and shaft. Impact marks are present on the strike plate. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.